Event description:
A malfunction alarm related to altitude was reported for the pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to clean the pump's speaker holes and reconnect the cartridge to resume insulin delivery, but the call ended before the customer waited for the specified time to see if the issue was resolved.